Event description:
It was reported that the patient¿s catheter kinked and broke. The patient was told that, because of all the surgery, the scar tissue was preventing baclofen flow and the patient was ¿more compromised¿ than before.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).